Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/08/2016 that a loss of connection between the transmitter and display device device occurred on (B)(6) 2016. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 08/26/2016. The reported event of loss of connection was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. The device was visually inspected and no defect was found. The reported event of loss of connection was unable to be confirmed with the returned transmitter because the transmitter has no voltage. Data was evaluated upon awareness of the complaint and confirmed the complaint; however the data was unavailable for review upon receiving the device. A root cause could not be determined.